Manufacturer narrative:
Clarification to e.1. Phone number: (B)(6). Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient was injected with 1ml of juvéderm® volux¿ into the chin and 0.9mls of juvéderm® volift¿ with lidocaine into the forehead. Just over two weeks later, experienced palpable nodules with inflammation and pain in one of the lesion areas that was similar to an abscess but with no pus, but hyaluronic acid in the chin and forehead/supraorbital areas. Patient was treated with dacortin, paracetamol, minocin, azithromycin, ciprofloxacin, varidasa, and zamene. About a month and a half after onset, symptoms had reportedly greatly improved, but are still ongoing.